Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the upper trigger was stuck and did not work due to dirt residue. The lower trigger was inoperative due to it being worn. There was dirt residue also visible on attachment connector assembly and internal gears. The device was repaired replacing various parts and returned to customer on (B)(6) 2013. The complaint is indeterminate. (B)(6). Placeholder.

Event description:
Customer reported the upper of two triggers, located on the side of device for attachment, did not allow connection, unable to move. This is report 1 of 1 for (B)(4).